Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).

Event description:
It was reported that the patient¿s ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on 07 dec 2023 where the ipg was replaced to address the issue.

Event description:
Additional information indicates that incorrect patient and device information was used on previous reports. The correct patient and device information entered, and the device meets normal longevity so there is no alleged malfunction or deficiency against the device.

Manufacturer narrative:
Corrections: sections a1, patient dob, b5, d1, d2, d3, d4, d6a, e1, h6 corrected to reflect no malfunction or deficiency against the device. Per additional information received, the event no longer meets the reportability criteria.

Manufacturer narrative:
A patient with an inoperable ipg was reported to abbott. The patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.